Event description:
It was reported that cartridge alarm occurred during load process and that caller had experienced cartridge alarms with consecutive cartridges on same pump. There was no adverse impact to the customer's blood glucose level. Customer planned to use backup insulin pump and injections to maintain insulin delivery, and technical support arranged replacement pump.